Event description:
The complainant reported a patient noted as high risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support after experiencing an episode of ventricular tachycardia arrest. It was reported while on impella cp support, the patient experienced bleeding at the impella access site. The patient's platelet count dropped, and the medical team suspected the patient had heparin induced thrombocytopenia (hit). As a result of the bleeding, decreased platelets and suspected hit, the patient was transfused with red blood cells and platelets and heparin was discontinued. The impella cp was successfully explanted so the vascular access site could be used for percutaneous coronary intervention and then replaced with a new impella cp device after the procedure. It was noted that the patient's outcome after the procedure was noted as expired. Medical safety review of the event noted the use of the initial impella device cannot conclusively be associated with the [death] outcome. The patient's peri-procedural condition was critical.

Manufacturer narrative:
The impella device was discarded by the customer, therefore, investigation of the device was not possible. Should any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ this report is being filed as part of a retrospective review of historical records.